Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5090542.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The patient reported inaccurate cgm values that were 100-200 points different than the bg value. The patient reported that within a 24-hour period, four different sensors provided incorrect values; however, the cgm and bg values were not provided. It was reported in the voluntary medwatch report that incorrect readings were provided from multiple sensors that resulted in a bg of 30 mg/dl or less and 'most of these episodes required immediate medical help'. Specific event dates and cgm and bg values were not provided. The values for two inaccurate cgm value incidents were provided; one incident the cgm was 32 mg/dl but the bg was 100 mg/dl and another incident the cgm was 45 mg/dl but the bg was 350 mg/dl. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. There were no reported glucose values for the specific events to search within the parkes error grid calculator. No additional event or patient information is available.